Event description:
It was reported that the patient received the replacement indicator message. As a result, patient underwent surgical intervention on (B)(6) 2019 where in the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.